Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not (B)(4) as previously reported. This report is filed (B)(6) 2015 - (B)(4).

Manufacturer narrative:
(B)(4). Device is currently unavailable.